Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. User stated that they reset the insulin pump and put in a new battery. Insulin pump turn back on however got a another insulin pump error alarm. User still unable to clear the alarm. User also stated that the insulin pump's buttons were not responding. Troubleshooting was done for keypad anomaly and pump error alarms. User mentioned that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user. User stated that the time clock was not advancing on insulin pump. User stated that the insulin pump's display was frozen. Troubleshooting was done for frozen display. User stated that they did not received insert batetry alarm upon removal of battery from insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No button error alarm noted upon testing. Device passed the keypad voltage test. No pump error 49 or pump error 68 alarms noted during testing. Device was monitored and no frozen screen defects noted. However, device shows moisture damage at electrical board 1 and keypad connector. The following were noted during visual inspection: cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, and minor scratches on case.